Event description:
It was reported to boston scientific corp on aug 18, 2008, that an endovive standard peg kits pull method device was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed in 2008 (female patient; weight unknown). According to the complainant, the y-connector was noted to be broken. The connector has not been replaced. There is not info available regarding the procedure outcome. There was no info available as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
According to the complainant, the suspect device has been implanted and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for this lot. The july 2008 15- month initial g-tube enteral feeding complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.